Manufacturer narrative:
Device evaluation: as received, the specimen consists of one hydro gw std s 150-038; returned; loose and double-bagged within "(B)(4)" style poly biohazard pouches, accompanied by the labelled portion of the packaging pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents spiral skive/cut damage located 15.9 to 70.1cm from the distal tip in a proximal-to-distal orientation, exposing 54.05cm of the metallic core wire. The specimen also presents a large radius bend over the distal 6.00cm. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. At this time it is not possible to assign a definitive root cause for the event as reported. As noted in the precautions section of the device instructions for use (dfu), "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
At some point, they noticed that the hydrophilic coating peeled right off the coil of the wire. They used another of the same device to complete the case. The rep stated that it possibly could have just been rubbing up against the scope, or the scope could have kind of peeled it down to the coil. The physician was not sure of what actually happened. It was reported that there were no patient complications and that the patient is fine.